Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a follow-up visit, impedance measurement with this right ventricular lead were high out of range. Further investigation showed the out of range values were only intermittent; an x-ray confirming a lead abrasion. The replacement procedure was completed and this lead successfully explanted. The explanted lead is intended to be returned for analysis. No procedural adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was returned in five separate lead segments. Set screw marks were noted on the terminal pin, along with stretched and deformed conductor coils. Additionally, there were insulation cuts and bond separation between the neck insulation and the anode ring. Lead damage was noted approximately 253-264 mm from the terminal pin with flattened insulation damage in this area. The cathode and anode conductor coils are fractured within this damaged area as well. This type of damage is consistent with repeated stress over time. The reported high impedance measurements were likely the result of the lead damage. Due to the location and type of damage it is likely this damage was caused by entrapment in the clavicle/ first-rib region.